Event description:
Rupture of intra-aortic balloon catheters (three different occasions) with three different pts. Blood backed up into the iabp pumps thus requiring svc. Rptr would like to know if there may be a product problem.